Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Intra op, during impaction of the glenosphere the tip of the screw broke off.

Event description:
Intra op, during impaction of the glenosphere the tip of the screw broke off.

Manufacturer narrative:
He reported event could be confirmed. The device inspection revealed the following: the threaded front section of the returned glenosphere holder ¿ piston is indeed completely broken off. A close up (taken by the microscope) of the tip of the glenosphere shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. The way the breakage occurred (large lip) indicates that it was not threaded all the way. Additionally, some blood or residue is evident. As a reminder, the operative technique already states: '"glenosphere placement engage the desired definitive glenosphere on the glenosphere holder/impactor and place the glenosphere onto the glenoid baseplate. If using an eccentric glenosphere, use the eccentric alignment mark on the glenosphere impactor tip and align it to the laser mark on the underside of the eccentric glenosphere to place the glenosphere in the optimum orientation as trailed. Caution: the attachment between the glenosphere holder/ impactor and glenosphere happens via a threaded connector. Care should be taken to make sure the axis of the instrument is parallel to the axis of the implant to avoid cross threading. Prior to impaction, make sure the glenosphere and baseplate tapers are aligned and that there are no protruding bone ledges or interposed soft tissue that may impede full seating of the glenosphere. Definitively seat the glenosphere by placing several sharp blows on the glenosphere holder/impactor." A review of the device history for the reported lot did not indicate any abnormalities. A non-conformity report had been opened in order to further investigate multiple breakages and address this issue for further details. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by a possible inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. If any further information is provided, the investigation report will be updated.